Manufacturer narrative:
Unit passed the self-test, displacement test, active current measurement. Unit failed to pass the sleep current measurement due to high currents. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No notable alarms or alerts were found in history files and traces on or near event date. Pump was cut to perform visual inspection found] moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: cracked case, scratched case, overlay scratched, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage. No communication pump to transmitter is not confirmed. E/a alarm unspecified is not confirmed. Unexpected battery power loss is confirmed and isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, loss of communication between the transmitter and the pump, the customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884l. Customer reported receiving an unknown pump error. Customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l.